Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease sharp on radius assessed, as fold flaw opening. Additional observations: crease fold observed, stress marks observed, wear abrasion observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, left side rupture. Device has been explanted.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Cont. H.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual evaluation: device photograph(s) for the device related to the reported event of rupture was requested on august 09, 2023. Lot number 1828437 can be observed on the device. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.